Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the low results was due to a photometer source assembly. Service replaced the photometer source assembly and that resolved the issue with the erroneous results. Instrument software version is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter 13 patient sample with erroneous results for total bilirubin on their unicel dxc 660i pro synchron clinical system. Results were corrected with no change to patient treatment. No reports of injury or exposure. Quality control were within expected limits before and after this event.